Event description:
It was reported that an asymptomatic patient presented in clinic with a device that had posted t wave oversensing on the ventricular lead. The patient received inappropriate atp therapy and the oversensing was noted on the stored electrocardiogram. Reprogramming changes were recommended.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.